Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged had fallen in the bathroom due to being unbalanced and is having liver disease, dizzy while using this device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported received an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient has alleged had fallen in the bathroom due to being unbalanced and is having liver disease, dizzy while using this device. Patient also alleged of seeing grey powder substance in device and currently on prescription medications due to liver disease.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged had fallen in the bathroom due to being unbalanced and is having liver disease, dizzy while using this device. Patient also alleged of seeing grey powder substance in device and currently on prescription medications due to liver disease. Medical intervention was not specified. After the first attempt to have the device and components returned for evaluation, the manufacturer was not able to gather the information from the customer. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.